Manufacturer narrative:
Sample was not returned for analysis and after review of the photos provided, the reported defect cannot be verified. Therefore, the complaint is not confirmed as no manufacturing issues with the process, equipment, or material were identified that could have adversely impacted the quality of the product. There was no trends, and no reported missed dose identified. No root cause related to manufacturing was identified.

Event description:
A pharmacist called to inquire about filtering out particulate from vonvendi and reported a product complaint. The pharmacist reported that "people have called us before in the past" about the mix2vial device not working and seeing particulate in the product. Additional information received on 22oct2024: lot numbers and pictures provided. Additional information received on 23oct2024: call placed to reporter to confirm which lot numbers were used and what issue goes with which lot: "5 vials were pooled from lot tva24008aa and noticed floating things in the syringe. The other lot tva24005aa was the one they could not use the mix2vial."